Event description:
During a remote follow-up, inappropriate automatic mode switch (ams) due to far-field r-wave oversensing episodes were observed on the device. Reprogramming recommendations were provided and no intervention has been completed. The patient is stable.